Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were episodes from the implantable cardioverter defibrillator (ICD) that showed non-physiologic sensing on both the atrial and ventricular electrograms. The electrograms from the episode were consistent with electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.